Manufacturer narrative:
D4 - UDI no. - this product code is not registered with the FDA. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no obvious anomalies which would have contributed to the reported insufficient gas transfer performance. A fluid contained in the gas pathway was collected and tested and found to contain protein. The presence of some water drops were found by the customer during use with no observation of the outflow of air bubbles, from this information it is possible that the fiber became hydrophilized during the actual sample's transportation back to ashitaka for evaluation. The actual sample was tested for the gas transfer performance by the circulation of bovine blood. Both o2 transfer and co2 removal in volume were confirmed to meet manufacturing specifications. From the pump record review, it is conceivable that rewarming of the patient led the patient's metabolism to become activated, leading to decreases in svo2 and fio2, resulting in the decrease in pao2. A review of the device history record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. The investigation results verified that the retention sample is the normal product. Although the exact cause cannot be determined based on the available information, the wet-lung phenomenon may have occurred, where water drops adhered to the fiber and this hampered the gas from being transferred properly. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an event in the instructions-for-use with statements such as: start the gas supply with v/q=1 and fio2=100%, then make adjustments according to the following; (1) blood gas measurements; (2) if water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance; and (3) increase gas flow rate to 20l/min for 10 seconds. Do not repeat this flushing, even if oxygenator performance is not improved. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange on the capiox device. Follow up communication with the user facility confirmed the following information: urgent case with a large artery disease accompanied with the implementation of circulatory arrest; the lowest temperature during the case was 20°c, during re-warming and after de-clamping, the oxygenation decreased from 400mmhg down to around 100mmhg; and the customer noticed condensation from the lower part of the housing and the gas out port of the oxygenator.